Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that a 3.0x18mm xience sierra stent was implanted on (B)(6) 2019. The patient presented with st-elevation myocardial infarction (stemi) before the procedure. On (B)(6) 2019, the patient was readmitted with costochondral junction syndrome. Treatment performed was unspecified and the final patient outcome is unknown. No additional information was provided.